Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; bolus totals do not match with >5% difference. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: review of the black box data and download history revealed that the pump had been running on the factory default time/date setting since a time/data reset on (B)(6) 2015. The last basal delivery was recorded on (B)(6) 2007 at 11:58 am. A call service alarm (144) to replace the cartridge remained unacknowledged by the user for a total of 37 hours, from (B)(6) 2007 at 8:01 pm to (B)(6) 2007 at 8:59 am. A zero-unit per hour temporary basal program was activated for 24 hours from (B)(6) 2007 at 7:40 am until (B)(6) 2007 at 7:43 am. The total daily dose amounts appear to be inaccurate as a result. On investigation, the pump was exercised for 24 hours without the occurrence of errors, alarms or warnings. During investigation, the pump was found to be delivering accurately and boluses were correctly delivered and recorded in the history. The keypad was intact without damage and all the keypad buttons had appropriate response when tested. Investigation did not duplicate the inaccurate delivery complaint and the pump was determined to be performing within the required specifications.